Event description:
A report was received from a doctor regarding an incident of persistent iritis following a left eye implant of a memorylens in 2002. The doctor reported that one day post-op the patient had 3+ cells and inflammation. At exam in 2002, the patient's visual acuity was 20/20 os. The patient was placed on steroids. The doctor stated in his report that the patient's condition was stable, and his prognosis was reported as good.